Manufacturer narrative:
The motor error alarmed during basic occlusion test due to faulty force sensor resistor. The basic occlusion, occlusion, prime, the excessive no delivery test, were unable to be conducted due to motor error alarm. The motor was tested outside the device and passed motor test. There was no motor position encoder error alarm noted. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. No air bubbles anomaly noted during testing. The pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's wife reported via phone call of issues with motor error alarm on the customer's insulin pump. The wife states the pump alarmed during fill cannula. The customer's blood glucose level at the time of incident was 446mg/dl. The customer's levels had gone as high as 570mg/dl. The customer treated the high with manual injection. The wife states the pump alarmed for battery out limit alarm. Troubleshoot was conducted and the cannula was noted to be bent. The customer was advised to change sets, and that the pump would be replaced and returned for analysis.